Manufacturer narrative:
(B)(4). Physio-control evaluated the customers and verified the reported issue. Physio determined that the cause of the reported issue was due to integrated circuit chip, designator u25 on the digital pcb assembly. The memory of u25 had become corrupt, which prohibited the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon further evaluation of the device, physio-control observed that the device would not power on. Therefore, the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon further evaluation of the device, physio-control observed that the device would not power on. Therefore, the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank field d4 gtin # of the initial MDR should have indicated ¿ 00885074698953.